Manufacturer narrative:
This report is submitted on july 18, 2019.

Event description:
Per the surgeon, the patient experienced an infection and drainage at the abutment site that was treated with oral and topical antibiotics and oral steroids. Granulation tissue has been cauterised on several occasions using phenol. The implant remains in-situ.